Manufacturer narrative:
Upon complaint review, it was determined that the reoccurrence of this malfunction could potentially cause serious injury and is therefore being reported. The technician did not find any sharp edges but filed and rounded all edges to resolve any further problems.

Event description:
An account reported that while using a gas delivery accessory on this stretcher that several staff members received abrasions due to a sharp edge on a portion of the accessory.